Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with extensive left lower extremity deep vein thrombosis was scheduled for pharmacologic thrombolysis and placement of an inferior vena cava (ivc) filter. The left popliteal vein was accessed and a lower extremity venogram was performed. This demonstrated complete thrombosis of the above knee popliteal, femoral vein, common femoral vein, and iliac vein and a large thrombus was seen extending into the ivc to the level of l3. An infusion catheter was placed extending from the inferior vena cava down to the popliteal vein and the sheath was sewn into place. The right common femoral vein was then accessed and an inferior venacavogram was performed. This demonstrated the cava above the level of l3 was within normal limits, and the renal veins were localized to l1-l2. The filter was successfully deployed at l1-l2 in excellent position. The sheath was removed and pressure was held at the access site to obtain hemostasis. The patient was admitted to the intensive care unit for overnight infusion. The subsequent day an attempt to retrieve the filter was unsuccessful. Approximately ten years post filter deployment, imaging demonstrated two detached limbs in the ivc, a detached limb in the right lung, two limbs extending beyond the confines of the ivc wall and the hook embedded in the ivc wall. The patient was scheduled for a filter retrieval procedure. Under ultrasound guidance the right internal jugular vein and the right common femoral vein were accessed using micropuncture technique. An ivc venogram via the femoral sheath was performed. Endobronchial forceps were introduced through the jugular sheath and successfully grasped and removed the filter. A gooseneck snare was advanced through the jugular sheath and successfully retrieved the two detached limbs in the ivc. A final scout of the chest was obtained which demonstrated two detached limbs in the right lower lung and no new embolic fragments. A final venogram was performed from the pigtail catheter in the right common iliac vein. The catheters were removed and hemostasis was achieved in the groin and the right neck with manual compression. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. However, medical records were provided and reviewed. Some time after filter deployment, a retrieval attempt was made; however, the filter could not be removed. Approximately ten years post filter deployment, imaging demonstrated two detached limbs in the ivc, a detached limb in the right lung, two limbs extending beyond the confines of the ivc wall and the hook embedded in the ivc wall. Endobronchial forceps were introduced through the jugular sheath and successfully grasped and removed the filter. A gooseneck snare was advanced through the jugular sheath and successfully retrieved the two detached limbs in the ivc. A final scout of the chest was obtained which demonstrated two detached limbs in the right lower lung and no new embolic fragments. Based on the provided information, the investigation is confirmed for perforation of the ivc wall, detachment of filter limbs, and difficulties removing the filter from the first removal attempt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with lower extremity deep vein thrombosis underwent pharmacologic thrombolysis followed by placement of an inferior vena cava (ivc) filter. The subsequent day an attempt to retrieve the filter was unsuccessful. Approximately ten years post filter deployment, imaging demonstrated the filter hook embedded in the ivc wall, detached filter limbs in the ivc and in the right lung and filter limbs extending beyond the confines of the ivc wall. The patient was scheduled for a filter retrieval procedure and the filter and detached limbs in the ivc were successfully retrieved. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in medical records received.

Event description:
It was reported that the patient with lower extremity deep vein thrombosis underwent pharmacologic thrombolysis followed by placement of an inferior vena cava (ivc) filter. The subsequent day an attempt to retrieve the filter was unsuccessful. Approximately ten years post filter deployment, imaging demonstrated the filter hook embedded in the ivc wall, detached filter limbs in the ivc and in the right lung and filter limbs extending beyond the confines of the ivc wall. The patient was scheduled for a filter retrieval procedure, the filter and detached limbs in the ivc were successfully retrieved. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. The current patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years three months of post deployment, a kidney, ureter, bladder (kub) shows fracture of the filter. It was also reported that the patient scheduled for the filter retrieval on the subsequently next day of the filter placement, but it was unsuccessful. Around, seven days later, a computed tomography (CT) chest abdomen and pelvis was revealed there was a linear density within a right lower lobe segmental pulmonary artery, could represent a broken strut from the filter. The struts extend beyond the inferior vena cava lumen. There was a perforation greater than 3mm outside the vena cava. The filter was deformed through superiorly directly strut. There was tilting of the filter and embedment. Around, two months and nine days later, the patient scheduled for the filter retrieval, the patient with angled filter below the renal veins with two fractured legs embedded in the vessel wall at the same level. Two fractured leg fragments are seen within the right lower lung. Both right internal jugular vein and right common femoral vein was accessed. Endobronchial forceps were used to grasp the top of the filter and the legs were disengaged. The forceps and the filter were removed from the patient. The goose snare was used to retrieve both fractured leg fragments in the inferior vena cava. Once the filter legs were secured by the snare, snare and leg fragments were removed from the sheath. A final scout of the chest was obtained with demonstrated two retained fracture leg fragments in the right lower lung which were previously there but no new embolic fragments. Around, one year and five months later, an x-ray chest 1 view was performed, and it demonstrated known two thin linear radiopaque density consistent with the known broken off filter struts unchanged at the right lower lobe segmental pulmonary arteries. Around, eight months and twenty-eight days later, the patient scheduled for the filter struts removal from the right lower lung, the right common femoral vein was accessed. Attempts were made at snaring the first of the 2 targeted retained filter leg with both 10mm and 5mm snares and it were unsuccessful. The second filter leg was successfully retrieved with the 10mm snare. Then repeat attempts were made to snare the first foreign body again unsuccessful. Additional retained filter leg could not be retrieved, as it was embedded in the vessel wall. Then the procedure was aborted. Therefore, the investigation is confirmed for the filter limb detachment, filter tilt, perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Recovery filter removal. Do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall h10: b6,d4(expiry date: 12/2006),g4,h6(device: 2976 and 4001). H11: h6(patient, device, method and conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.